Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional palpitations. It was also reported that the right ventricular (rv) lead exhibited a dramatic increase in impedance that remained high. It was also reported that the rv lead exhibited over-sensing non-physiological intervals, non-capture, and high thresholds. The rv lead will either be capped or ex-planted and replaced. No further patient complications have been reported as a result of this event.